Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that blood glucose (bg) values were missing from pump history. During troubleshooting with tandem technical support, contact was informed that if the "done" button is not pressed, the bg value will not be saved in the pump history. Customer's bg level was elevated (525 mg/dl). Contact believed that the elevated bg level was due to customer not completing the breakfast food bolus when no bg entry was found in pump history, as the customer had not saved the bg entry. Elevated bg level was corrected with delivery of a bolus.